Event description:
The customer contacted stryker to report that their device has an intermittent blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. The system pcb and user interface flex cable were replaced as a precaution. The device passed functional and performance testing and was returned to the customer. Stryker further evaluated the replaced parts at the product assessment center (pac) and the technician did not observe any malfunction. The parts were working properly. A cause of the reported issue could not be determined. The replaced parts are archived by stryker.

Event description:
The customer contacted stryker to report that their device has an intermittent blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.